Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had a ¿security issue¿ that had been going on (B)(6) 2019. The caller clarified that when the patient recharges the ins, the ins shuts off but shows on patient controller that therapy is on. The caller stated that the patient can tell that therapy is off. The caller stated that to resolve the issue, she puts the ins in ¿MRI mode¿ and then turns therapy back on via MRI mode screen and the patient is fine again. It was recommended that the patient contact the healthcare provider (hcp) and have the ins interrogated to find the root cause. The caller stated that patient is not "in a hurry" to follow up with the healthcare provider (hcp) and she will let the hcp know about the issue at the next appointment in 6 months. No further complications were reported/anticipated.